Manufacturer narrative:
Patient code 3191 was used to capture the nips testing.

Event description:
Additional information was received which indicated that non-invasive programmed stimulation (nips) testing was performed, and the integrity of the system was good. It was noted another oor shock impedance measurement occurred. Ts recommended continuing to monitor the lead closely. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the shock impedances had previously been stable, besides two oor measurements in october and august of last year. In addition, there was no noise on the lead. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information was received which indicated high out-of-range (oor) shock impedances were observed again. A vector breakdown was performed and the shock impedances were within normal limits. In addition, noise was reproduced with isometrics, however, oor shock impedances were unable to be reproduced. Boston scientific technical services (ts) discussed this could be a spring contact issue in the device header, or an electromagnetic interference (emi) issue. Ts recommended continuing to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information was received which indicated that non-invasive programmed stimulation (nips) testing was performed, and the integrity of the system was good. It was noted another oor shock impedance measurement occurred. Ts recommended continuing to monitor the lead closely. No additional adverse patient effects were reported. Additional information was received which indicated that out of range shock impedances continue to be observed. Non-invasive programmed stimulation (nips) testing was performed again, and the shocks impedance was within normal limits during shock delivery. This ICD and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the shock impedances had previously been stable, besides two oor measurements in (B)(6) and (B)(6) of last year. In addition, there was no noise on the lead. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information was received which indicated high out-of-range (oor) shock impedances were observed again. A vector breakdown was performed and the shock impedances were within normal limits. In addition, noise was reproduced with isometrics, however, oor shock impedances were unable to be reproduced. Boston scientific technical services (ts) discussed this could be a spring contact issue in the device header, or an electromagnetic interference (emi) issue. Ts recommended continuing to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information was received which indicated that non-invasive programmed stimulation (nips) testing was performed, and the integrity of the system was good. It was noted another oor shock impedance measurement occurred. Ts recommended continuing to monitor the lead closely. No additional adverse patient effects were reported. Additional information was received which indicated that out of range shock impedances continue to be observed. Non-invasive programmed stimulation (nips) testing was performed again, and the shocks impedance was within normal limits during shock delivery. This ICD and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no objective evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
Additional information was received which indicated high out-of-range (oor) shock impedances were observed again. A vector breakdown was performed and the shock impedances were within normal limits. In addition, noise was reproduced with isometrics, however, oor shock impedances were unable to be reproduced. Boston scientific technical services (ts) discussed this could be a spring contact issue in the device header, or an electromagnetic interference (emi) issue. Ts recommended continuing to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no objective evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the shock impedances had previously been stable, besides two oor measurements in october and august of last year. In addition, there was no noise on the lead. This ICD and rv lead remain in service. No adverse patient effects were reported.